Manufacturer narrative:
H6: correction component code 3194 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The turntrac guide wire was used as a workhorse; however it could not cross the proximal tortuosity so the physician decided to exchange for a non-abbott wire. After removal of the turntrac guide wire, it was noted that the radiopaque tip of the wire remained in the vessel. No resistance was noted during removal of the wire. The separated portion was ultimately removed after 3 hours of using a snare and guiding catheter manipulation. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
Subsequent to the previously filed report it was reported that after removal of the turntrac guide wire, the lad was stented. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported material separation was confirmed. The reported failure to advance was not unable to be replicated in a testing environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and observations from the returned analysis, the investigation determined that the reported issues and subsequent treatment appears to be related to operational context of the procedure. Factors that may contribute to failure to advance include but are not limited to, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely that the challenging anatomy contributed to the reported issue as it was reported that the guide wire would not cross through a tortuous vessel which likely led to the reported material separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.